Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to damage on switch one, water tightness was lost; due to wear of the forceps elevator lever, upward/downward angulation control knob could not be locked securely; grip had a scratch; due to wear of coil wire, flexibility adjustment function did not work; due to damage on bending tube, bending angle in down direction exceeded the standard value; plastic distal end cover had a burn; objective lens had a chip; adhesive on bending section cover had wear; connecting tube had snaking; and due to deterioration of connecting tube, metal part was exposed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air outlet at the adjusting wheels. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: air/water tube, air/water cylinder, and jet tube all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, the foreign material remained in the air/water channel, air/water cylinder, and auxiliary water channel since the reprocessing was not completed due to occurrence of leakage at the switch 1. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.